Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The user's blood glucose level was 167 mg/dl. Additionally, it was reported that the user was unable to get through the load sequence with multiple cartridges. Reportedly, the user was able to get a cartridge loaded successfully. It was confirmed that the user had an alternate method of insulin delivery.